Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 38 of 56.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date range: december 14, 2014 ¿ december 18, 2014. The device has been returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.